Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspections revealed that the sheath was bent and kinked, and the imaging window and drive cable were twisted. Microscope inspection also revealed the imaging window was torn.

Event description:
Reportable based on device analysis completed on 29 aug 2025. It was reported that a catheter issue occurred. The stenosed target lesion was located in the severely tortuous and severely calcified mid circumflex artery. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion but was unable to cross due to angulation. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed that the imaging window was twisted and torn.